Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6- visual inspection:the majority of the threaded conical part is broken off diagonally. No fragments were returned for investigation. Dimensional inspection: due due the damage the relevant dimensions cannot be verified anymore. Material/hardness review: the review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used and that the hardness was within the specification summary: the complaint is confirmed as the extraction screw is broken as complained. This lot was manufactured in august 2018, all devices are shipped and we are not aware of any other complaint for this article- and lot number combination. Based on that and the findings above a manufacturing related issue can be excluded. Based on the provided information the exact cause of the breakage can not be defined. It can only be assumed that a mechanical overload during the extraction of a possibly blocked screw did lead to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot, part: 309.530, lot: l961662, manufacturing site: bettlach, release to warehouse date: (B)(6)2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4112 was used with correct hardness after procedure and documented. Additional data-d10: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representation. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the conical extraction screw broke during a removal surgery. The surgeon confirmed through x-rays that there was no fragment left in the patient's body. It was unknown if there was a surgical delay. Patient outcome was unknown. This report is for one (1) conical extraction screw. This is report 1 of 1 for (B)(4).